Event description:
It was reported that a patient experienced a st segment elevation, coronary spasm and ventricular tachycardia. During a pulsed field ablation (pfa) procedure a farawave was used to perform a posterior wall and mitral isthmus ablations. The pulmonary veins and posterior wall were isolated, then, nitroglycerin was given after a coronary angiogram was performed. 18 applications were given on the mitral isthmus. It was observed that potential remained in the coronary sinus, therefore a radiofrequency catheter was used, isoprel (isp) and adenosine triphosphate (atp) were administered. The mitral block line retracted upon induction, when the coronary sinus was ablated a st elevation and ventricular tachycardia was observed, another coronary angiogram was performed and confirmed a mild spasm on the left and a moderate spasm on the right. No further information was provided. The device will not be returned as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.